Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. How long, in minutes, did the surgery prolong? Within 30 minutes. Which tissue was being sutured when the event occurred? Skin. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a skin surgery on (B)(6) 2026 a suture was used. Before use, the suture packaging was checked and found to be undamaged. During the surgical treatment, the problem of pulling off suture needle happened and could no longer be used, causing the doctor to interrupt the surgical treatment and prolonging the operation time. The use of the suture was immediately stopped, and after calming the patient's emotions, a new suture was replaced before continuing the treatment. No reported patient consequences. Additional information has been requested.